Event description:
It was reported that the patient presented to the emergency department (edd) after having a pump stop. Cardiopulmonary resuscitation (CPR) was performed for about 6 minutes. At some point the patient's driveline was connected to their backup controller. Review of the log files from the initial controller which spanned 5:13 am to 10:34am indicated that the patient was attempting to switch power sources from the mobile power unit (mpu) to battery power. The white power lead was connected to battery power but the black power lead was not. The black power lead remained disconnected for the rest of the history. There was no damage noted on the black power lead or difficulty connecting the lead to a power source and the reason for the controller exchange was unknown. Motor function was not affected by these events and maintained motor speed until the driveline was disconnected at 10:06 am. The log files from the backup controller indicated the driveline was connected at 10:13am with no other unusual events recorded. The patient was discharged on (B)(6) 2022. Related manufacturer's report regarding the controller: 2916596-2022-10239.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The mobile power unit referenced in MFR #(B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect event that resulted in a pump stop. This event appeared consistent with the report of a system controller exchange while at the hospital. The submitted system controller log files contained data from (B)(6) 2022. On (B)(6) 2022 the driveline was disconnected resulting in a pump stop. The driveline remained disconnected for the remainder of the log file. No other notable events or alarms were observed. The pump appeared to function as intended during the periods where the driveline was connected. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 2, 3, and 5 of the IFU as well as sections 2, 3 and 4 of the patient handbook, state that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26 may 2017. No further information was provided. The manufacturer is closing the file on this event.